Manufacturer narrative:
The device was received with the cannula assembly fully deployed with cracks observed on the top and bottom housing. Inspection of the cannula assembly did not find the soft cannula bent or kinked, however, it was observed to be torn on both the left and right sides. The download data did not show any timeouts or drive stalls during the run. Although damage was observed to the housing, it did not affect the functionality of the device. The timing and cause of the cracks could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed, it was noted there was blood at the infusion site (abdomen) and the cannula appeared to be bent. As treatment, a new pod was applied.